Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, 3 hours after the patient changed their sensor, the patient kept getting an error message. The sensor was inserted on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event could not be confirmed based on the finding of an error message observed through log review. A root cause could not be determined.